Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error and a recurring no delivery alarm. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error once and a multiple no delivery alarms since (B)(6) 2017. Customer also had an issue with the infusion set being bent. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also mentioned to have experienced a high blood glucose of 600 mg/dl and treated with manual injection and insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to monitor and call back if issue recurs. The insulin pump and infusion set were not expected to return for analysis.